Manufacturer narrative:
The pump passed displacement test, selftest and active current test. Unit failed sleep current test. High sleep current isolated to pcba 2. Pump error 25 due to j6 connector resistance issue. Pump error 25 confirmed. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had to change the battery cap and to see that the battery last longer. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.